Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has evidence of "internal lens is shattered." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported lens is shattered during a service / maintenance involving an olympus rigid endoscope telescope. There was no patient injury reported.